Event description:
On (B)(6) 2023, it was reported that this patient on peritoneal dialysis (pd) was hospitalized with peritonitis and not draining. There were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. In additional follow-up, the nurse stated the event of not draining properly only occurred on the day the patient was hospitalized and that it was attributed to the patient¿s peritonitis infection. It was reported that the patient was experiencing symptoms of abdominal pain. As a result, on (B)(6) 2023, the patient went to the hospital and was admitted. During the hospitalization, the patient had a pd culture obtained which grew the bacteria klebsiella (species not provided) and had an elevated white blood cell (wbc) count of 10,001. The patient was initiated on antibiotic therapy with cefepime 1 gram every 24 hours for 21 days. The patient also continued pd therapy in the hospital. At the time follow-up was conducted, the patient remained hospitalized due to having concomitant c-difficile infection of stool which is being treated with vancomycin (dose unknown) orally. The nurse stated the patient is recovering from the peritonitis event. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse indicated the exact cause of the peritonitis was unknown. However, it was reported the patient is 81 years old and that it is questionable as to whether the patient is a good candidate for pd therapy. The nurse stated the peritonitis may have been related to a breach in aseptic technique.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with the peritonitis event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. The patient¿s pd culture yielded growth of the klebsiella which is a bacterium normally found in the intestines and is often associated with peritonitis caused by touch contamination. While the exact cause of the peritonitis is currently unknown it is possible that the peritonitis can be related to a breach in aseptic technique.

Event description:
On (B)(6) 2023, it was reported that this patient on peritoneal dialysis (pd) was hospitalized with peritonitis and not draining. There were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. In additional follow-up, the nurse stated the event of not draining properly only occurred on the day the patient was hospitalized and that it was attributed to the patient¿s peritonitis infection. It was reported that the patient was experiencing symptoms of abdominal pain. As a result, on (B)(6) 2023, the patient went to the hospital and was admitted. During the hospitalization, the patient had a pd culture obtained which grew the bacteria klebsiella (species not provided) and had an elevated white blood cell (wbc) count of 10,001. The patient was initiated on antibiotic therapy with cefepime 1 gram every 24 hours for 21 days. The patient also continued pd therapy in the hospital. At the time follow-up was conducted, the patient remained hospitalized due to having concomitant c-difficile infection of stool which is being treated with vancomycin (dose unknown) orally. The nurse stated the patient is recovering from the peritonitis event. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse indicated the exact cause of the peritonitis was unknown. However, it was reported the patient is 81 years old and that it is questionable as to whether the patient is a good candidate for pd therapy. The nurse stated the peritonitis may have been related to a breach in aseptic technique.